Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power test. No blank display was noted. However, the insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No other error alarm could be confirmed due to the erased history file. No check settings alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had multiple alarms including motor error. Customer's current blood glucose was 109 mg/dl. Inquired if the customer uses the sensor feature on her pump and if she was able to rewind. Customer states they don't use the sensor feature and are unable to rewind their pump. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.